Manufacturer narrative:
(B)(4). The implantable neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient's implantable neurostimulator stopped working following a 3t MRI. The ins was explanted at an unknown date. A lead was explanted (B)(6) 2010. Additional information has been requested, a follow-up report will be sent if additional information becomes available.